Event description:
It was reported while unloading a patient from the ambulance, the patient shifted their weight allegedly causing the crew to loose control of the cot and resulting in the cot tipping over. It was alleged the patient was injured and was treated in the hospital; however, the extent and outcome of the alleged injury was not reported.

Manufacturer narrative:
The cot was returned to manufacturer for evaluation. A visual and functional evaluation was conducted and it was found the cot was functioning as intended with no malfunctions that would have contributed to the cot tipping over. It has been determined the reported incident was likely caused by the patient shifting their weight suddenly in conjunction with the failure to maintain proper control of the cot. Sufficient instructions and warnings are contained in the operator's manual on how to transition and operate the cot so as to ensure control while a patient is on board. No additional information was provided regarding the alleged patient injury or medical treatment.

Event description:
It was reported while unloading a patient from the ambulance, the patient shifted their weight allegedly causing the crew to lose control of the cot and resulting in the cot tipping over. It was alleged the patient was injured and was treated in the hospital; however, the extent and outcome of the alleged injury was not reported.